Event description:
Determined to be reportable based on analysis approved on 03/31/08. It was reported that during a unspecified peripheral procedure, the guide wire unraveled. The lesion being treated was a chronic total occlusion. During use with the other MFR's catheter, the choice extra support guide wire became unraveled. The procedure was completed with another of the same devices, and pt status was reported as 'okay'. Returned product analysis revealed a fracture of the guide wire.

Manufacturer narrative:
Visual examination of the returned guide wire confirmed the reported complaint. The guide wire presents the spring portion unraveled. Microscopic examination revealed a fracture at the distal end of the ribbon. Based on manufacturing specification, a segment of approx 12mm of the ribbon is missing and it was not returned for analysis. The ribbon proximal fracture site was submitted to the analytical laboratory for analysis. "The fracture surface is characterized by material cracking and propagation caused by a reversed bending. Compression and tension zones were observed. Elongated dimple ruptures were detected. No material anomalies were noted. The fracture surface was caused by a reversed bending moment". Based on the investigation conducted, the guide wire probably became entangled with another device during the clinical procedure, and the unit was subjected to a bending motion in an attempt to release the guide wire, causing the spring to unravel and the ribbon to fracture. The device history record was reviewed and found to met all requirements. The lot met all specifications relevant to the complaint upon lot release, the root cause has been attributed to other device used during the clinical procedure.